Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 12, 2007. Evaluation summary: the reported condition of a damaged battery with discharges below the alarm threshold was confirmed. The pump's batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.

Event description:
During product evaluation, the pump's batteries were found to be damaged with discharges below the alarm threshold. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.